Manufacturer narrative:
The patient sample was plasma. A field service engineer (fse) was dispatched: the fse inspected the instrument and replaced parts. The fse conducted a diagnostic testing, precision test, and qc; all results passed within specifications. A definitive root cause has not been determined for this event to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc., (bci), regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system for one patient. The initial result was 6.37ng/ml, and a result of 0.12ng/ml upon repeat testing. The specimen was also tested on a different instrument and a result of 0.01ng/ml was obtained. The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.